Manufacturer narrative:
Upon further investigation, the following has been reported: the field service engineer (fse) confirmed that the failure occurred due to high o2 pressure from the hospital's o2 source. There was no device malfunction. No parts were replaced. Therefore, this complaint no longer meets reportability requirements.

Event description:
The customer reported no oxygen supply. The device was in clinical use but there was no patient harm.